Event description:
It was reported that during a percutaneous coronary intervention (pci), an imaging catheter became stuck with a stent. After stent implantation, intravascular ultrasound (ivus) was performed with the imaging catheter. The imaging catheter became stuck on the stent during removal from the patient's body. The imaging core was removed, then a guidewire was inserted into the outer shaft of the imaging catheter. As a result of inserting the guidewire, the imaging catheter was released. However, strong resistance in the guidewire exit port of the imaging catheter was met. Two guidewires kept entwined in the guiding catheter during withdrawal, and the distal tip of the imaging catheter fractured. The distal tip was retrieved successfully with a goose snare.